Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain symptoms with the cold weather so, she has to increase amplitude to mask the pain. That caused a shocking or jolting sensation up her legs. She experienced pain over the lead incision site and was concerned that the wires were coming closer to the surface of the skin. She has an appointment with her doctor on (B)(6) 2011. Add'l info has been requested.